Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) stated that their device had been programmed while in their clinic, then they became very sick and presented to the hospital. The physician there noted that their device was not programmed correctly, and the device was subsequently reprogrammed. Additional information was provided that the device was later explanted for normal battery depletion and was returned for analysis.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted dents and tool marks on the device case; all seal plugs were intact and all set screws operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.